Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the complaint concerned the implants of the mobile tc3. More precisely the breakage of the "femoral adapter 5°" unfortunately, the establishment could not provide the batch number but we read the number 718065. Maybe it is the batch number . Another abnormal element: the metal reinforcement of the polyethylene came out

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Please specify the alleged deficiency of the other depuy devices. The metal reinforcement of the polyethylene is partially removed from its original position. B. Please also clarify what you mean by "the metal reinforcement of the polyethylene came out". Was the tibial insert fractured? No the polyethylene is not fractured. The metal reinforcement of the polyethylene has partially come out of its original position.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence, it could not be observed a fracture condition on the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence, it could be observed that metal insert was moved up and displaced from the intended position. The metal post is not sitting flush in the hole landing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : DHR review: all 10 pieces of this batch passed the following inspections in relation to the pin sitting flush with the pin: pin visual inspection 100% , pin length dimension verification 100% , assembly and visual inspection of assembly 100% (assembly of pin into insert) , pin insertion height inspection 100% all (B)(4) pieces also passed all manufacturing and packaging steps within the DHR. Device history review : a manufacturing record evaluation was performed for the finished device (962341/605407) number, and no non-conformances / manufacturing irregularities were identified.